Event description:
Tuberculin (ppd) and insulin syringes mix up since both of these syringes now have an orange cap resembling each other. Outcome we are concerned about the 2 syringe types being the same color as there have been two near misses already reported since this change. We have created a flyer to bring awareness to these look-alike syringes. (B)(6). (B)(4).